Manufacturer narrative:
Device issue with inomax dsir# (B)(4) . The device investigation was completed on (B)(6) 2015. (B)(6) 2015: this is a non-serious, post-marketing device report. The inomax delivery system dsir was not in use on a patient when the blank display occurred. No adverse event associated with the blank display was reported. The event is considered reportable because a previous, similar event had been associated with serious adverse patient consequence (index case MDR# 3004531588-2013-00023). Inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) service log review revealed delivery failure (df) alarms raised due to backlight current below minimum: minimum: (B)(4) counts and actual value: (B)(4) counts, consistent with the reported complaint. The rsc could not confirm the reported complaint of blank display, experienced working display when booted the device. The rsc replaced the touchscreen/display assembly. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was display-backlight failure. This condition will be tracked and trended under the company's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) display-backlight failure [device issue]. Case description: on (B)(6) 2015, a respiratory therapist (rt) in the united states spoke with the company regarding a device issue with inomax dsir# (B)(4) . The device was not on a patient. The rt reported that inomax dsir# (B)(4) had a blank display on power up with an alarm sounding. The rt stated that the device was unplugged and when it was plugged in again, there was no change. The reporter was instructed to cycle power to stand by then on, the display now functioned. A decision was made to have the device switched out as a precaution. Inomax dsir# (B)(4) was removed from service and returned to the company for service investigation.